Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, the lens was unable to fold. The event happened on (B)(6) 2022 and was completed on (B)(6)2022. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic has a slight bent in the gusset area. Scratches are observed on the anterior surface of the optic. The lens was cleaned for further evaluation. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The model is only qualified for use in the company cartridges. The lens was foldable using folding tweezers and unfolded with no abnormalities observed. Haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).